Event description:
It was reported that during a coronary stent procedure of a pre dilated lesion, the physician was unable to cross lesion and elected to retract the delivery/stent device back into the guide catheter. During removal some resistance was encountered and the physician removed the entire system without incident. No pt injuries or complications occurred.